Manufacturer narrative:
Initial reporter phone no. - (B)(4). The device was manufactured from march 4, 2020 - march 5, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected infusion time was 48 hours; however, the complete medication dose delivery was not completed until approximately 70 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.